Event description:
It was reported that during routine follow-up, this right atrial (ra) lead was found to have a loss of capture. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during routine follow-up, this right atrial (ra) lead was found to have a loss of capture. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.